Event description:
During an arthroscopic repair, the physician was reportedly utilizing a speedstitch needle cassette and suture cartridge. Upon deploying the needle, the suture cartridge came out of the cassette and landed in the surgical site. The suture cartridge was removed from the surgical site and discarded. A new suture cartridge was loaded; however the physician experienced the same result once the needles were engaged. The procedure was completed once the physician retrieved a new suture passing system. No patient complications were reported as a result of this event.

Manufacturer narrative:
The patient's age and gender were not available. Reference manufacturer reports: 9019871-2012-00078 and 00079.